Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, missed abortion, metrorrhagia, uti, menses irregular, adenomyosis and grand multiparity. Current weight: 210 lbs. 18jul2016-pathology report diagnosis: endometrium, biopsy. Benign endometrial fragments with underdeveloped. Secretory-type glands and focally decidualized stroma suggestive of exogenous hormonal effect. Focal stroma and/or glandular breakdown 17aug2016-pathology report final pathologic diagnosis: uterus, bilateral fallopian tubes, right ovary, hysterectomy/bilateral salpingectomy/right oophorectomy: cervix: acute and chronic cervicitis. Endometrium: marked progestational effect. Myometrium: adenomyosis. Fallopian tubes, bilateral: no specific histopathologic abnormality. Ovary, right: physiologic changes including cystic follicles. Concurrent conditions included overweight, hypoaesthesia, elevated bp, cholesterol levels raised, depression, scoliosis, anxiety, chronic cervicitis, uterine fibroid and uterine enlargement. Family history included breast cancer (mother (biological) at the age of 54). Concomitant products included drospirenone + ethinylestradiol (ocella), propranolol (propanolol) and simvastatin. On 12-mar-2015, the patient had essure inserted. In 2015, the patient experienced vaginal discharge ("vag. Discharge") and nausea ("nausea"). On 4-mar-2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 11 months 23 days after insertion of essure. On 26-mar-2016, the patient experienced fatigue ("fatigue"). In april 2016, the patient experienced migraine ("migraines headaches") and headache ("headaches"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On 26-jun-2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and uterine pain ("uterus pain"). On 17-aug-2016, the patient was found to have weight increased ("weight gain"). In august 2017, the patient experienced hot flush ("hormonal changes- after hysterectomy I started experiencing extreme hot flashes"). On an unknown date, the patient experienced urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), sumatriptan (imitrex) and surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy(right) and ablation). Essure was removed on 17-aug-2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal discharge, urinary tract disorder, bladder disorder, vaginal haemorrhage and uterine pain outcome was unknown and the menorrhagia, fatigue, hot flush, migraine, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted between insertion date 12mar2015 and 12-mar-2016, received treatment for pain and bleeding. Patient underwent oophorectomy (unilateral). 17aug2017 insertion details- left tubal ostia 6 coils and right tubal ostia 4rings notable diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on 21-dec-2015: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headaches, pelvic pain, menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received- new events abnormal bleeding (vaginal), uterus pain were added. Event hormone level abnormal updated to hot flashes. Event- menorrhagia updated to incident- ablation done. New reporters, medical history, treatment and concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), fatigue ("fatigue"), migraine ("migraines headaches"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal discharge, urinary tract disorder and bladder disorder outcome was unknown and the menorrhagia, fatigue, hormone level abnormal, migraine, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted between insertion date (B)(6) 2015 and (B)(6) 2016. Received treatment for pain and bleeding. Patient underwent oophorectomy (unilateral). (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test (unspecified) : bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Previously reported event "injury" is replaced by pelvic pain", events-"dysmennorhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal discharge, bladder problem, urinary problem, fatigue, hormonal changes, migraines, headaches, nausea and weight gain", reporter, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.